Event description:
This is filed to report pericardial effusion requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The steerable guide catheter (sgc) was inserted into the left atrium. However, due to poor imaging and too much device movement a pericardial effusion was noted at the roof of the left atrium. The physician performed a pericardiocentesis and about 40 cc¿s of blood was drained. The procedure continued and one clip was successfully implanted reducing the mr to a grade of 3. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the patient effect of pericardial effusion could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.